Event description:
Information was received regarding a /cadd solis hpca pump. It was reported that the device was ringing downstream occlusion continuously, and the rubber seal/cover was torn. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-01618. The report was submitted in error., corrected data: corrected information provided in h10.